Event description:
It was found during baxter's testing that a pump was falsely detecting loaded set. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom falsely detecting a loaded set was confirmed and reproduced. Eval experienced a constant unload set from point #2 caused by the slow to respond lower hook switch. As a result, the lower auxiliary assembly was replaced.